Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild tortuosity and mild calcification. After a non-abbott guide wire crossed the lesion, the minitrek balloon catheter was advanced, but did not cross. The minitrek was then advanced successfully with a non-abbott micro-catheter, and was successfully inflated three times, over 10 atmospheres. During removal, the minitrek catheter became stuck with the guide wire; therefore, it was removed from the patient anatomy together with the guide wire. The procedure was successfully completed with stenting. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was mildly calcified, which may have contributed to the resistance. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. The entire length of the inner member was collapsed. The guide wire used during the procedure was not returned therefore it is unknown how it may have contributed to the reported difficulties. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. An attempt was made to measure the inner diameter of the guide wire lumen by passing a full length mandrel through the entire inner member. The mandrel did not advance through the collapsed inner member, which did not meet manufacturing criteria. An attempt was made to advance a new .014 inch guide wire through the guide wire lumen, however the guide wire did not advance through the collapsed inner member. Inner member collapse can occur if a guide wire is not inserted into the guide wire lumen during inflation or during preparation for use; however, as the guide wire was noted to be inserted in the guide wire lumen of the mini trek, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, as a conclusive cause for the noted inner member collapse could not be determined.